Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the diagonal vessel with moderate tortuosity and heavy calcification. The 2.0 x 8 mm mini trek balloon catheter was prepared per the instructions for use (IFU) prior to use. The mini trek was advanced and resistance was noted with the lesion. The balloon was inflated; however, a balloon rupture occurred at 6 atmospheres (atm). During removal, resistance was again noted with the anatomy. A new trek balloon catheter was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.